Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer current blood glucose level was 22.3 mmol/l. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated that sensor the left side was blank and the right side just has dashes. It was unknown if the insulin pump was on auto mode at the time of the incident. Customer reports the insulin pump did not look the same as when he was using pump without sensor. The insulin pump will not be returned for analysis.